Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer implanted for gastrointestinal/pelvic floor and fecal dysfunction. It was reported the incision came open a little the night prior to the report and the patient was taken to the emergency room. It was noted the dermabond came up because she was on coumadin and was bleeding a lot. The incision was irrigated and steri-strips were put on.

Event description:
Additional information was received from the patient and it was reported that the patient saw a surgeon on (B)(6) 2016 and was still on bacfrum ds and had a follow up appointment on (B)(6) 2016. The patient reported that the incision was almost closed up and slightly draining, but the surgeon was very pleased with the overall outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.